Event description:
It was reported that a coating issue occurred. A v-18 200cm, 8cm control wire was selected for use. During the procedure, the wire had become increasingly difficult to advance. The wire was pulled out observed that the entire eight centimeters of the wire coating was off. All of the wire coating was able to be removed from the patient, and a new v-18 control wire was used and completed the procedure. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: this v-18 200cm, 8cm control wire was returned for analysis. Visual inspection observed that the guidewire was bent at the distal tip section and the polymer jacket was detached. The coating issue observed in the field was confirmed through analysis. Historical review of this failure indicates potential factors such as excessive handling of the device, the technique used by the physician, and normal procedural difficulties encountered during the procedure that could have possibly affected the device performance and its integrity.

Event description:
It was reported that coating issue occurred. A v-18 200cm, 8cm control wire was selected for use. During the procedure, the wire had become increasingly difficult to advance. The wire was pulled out observed that the entire 8 centimeters of the wire coating was off. All of the wire coating was able to be removed from the patient, and a new v-18 control wire was used and completed the procedure. No patient complications were reported.